Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to d1. This complaint can be confirmed with the returned product and pictures provided. A visual inspection of the returned product found it to exhibit signs of repeated use (nicked and gouged) and is fractured. The device was submitted for further analysis which determined the features of this fracture surface and mode align with those reported in an internal research memo. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee arthroscopy procedure, the impactor broke during impaction of the femur. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. It was reported that no further information is available.